Event description:
It was reported that a burning smell was coming from the stenoscope sys, prior to the case. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.